Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy. No blood glucose values or symptoms were reported. The reporter stated emergency medical services was called and the patient was transported to the hospital; treatment provided to the patient by a health care provider. The reporter alleged the pump had stopped in the middle of the night without the patient's knowledge. No further information was provided. Animas customer technical support made several attempts to contact the reporter in follow up to obtain more information; however, the reporter did not respond. This complaint is being reported because the patient reportedly experienced a serious injury requiring medical intervention while on insulin pump therapy due to a power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: the pump history showed the pump was running on the incorrect year of 2018 until it was corrected on (B)(6). The black box for event on (B)(6) 2016 was overwritten. Investigation was unable to verify ¿no power¿ event on the complaint date. A battery cap was not returned; a test battery cap was able to attach to the pump and power it on. The pump powered on to the verify screen with audible tone and vibration. The pump completed 24-hour testing with no power on reset event duplicated. The total daily doses added up correctly and reflected the user¿s programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Investigation did not confirm or duplicate the complaint.